Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat bladder, rectal, and vaginal prolapse, a grade 3 enterocele, a grade 2 rectocele, a grade 2 cystocele and a grade 1 vaginal prolapse. The patient underwent the concurrent procedures of an anterior/posterior repair, mesh insertion x 2, and enterocele repair during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and dyspareunia. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-15064. The same patient is represented in each medwatch.

Manufacturer narrative:
.